Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. During support, the patient is suspected of developing heparin-induced thrombocytopenia and thrombosis (hitt) and was started on systemic argatroban. The patient was normally weaned and survived the procedure.